Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 165mg/dl, 71mg/dl. Tests were done within <10 mins with a difference of 71%. Pt did not experience any adverse events. No further info has been reported.